Event description:
Every single filling that was placed in my mouth has resulted in the tooth totally decaying and rotting out. Every one of my low income fillings are gone and so are the teeth. I wish I had known as a child because I now have 17 teeth remaining and most of them are broken or rotting. Someone owes me money. FDA safety report ID # (B)(4).